Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was unable to be identified. The likely causes of the reported events are due to insufficient or inadequate reprocessing. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, resulting in humidity invading the lg lens which led to corrosion. However, the root cause of the reported event is unable to be determined. IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the investigator. The follow field updated: b5 and h6 the device has been returned to olympus for investigation. The investigation is currently in process. A supplemental report will be submitted upon completion of the device investigation or if any additional information is provided by the user facility.

Event description:
Additional information received that upon inspection and testing of the returned device, dirty was found on the scope light guide lens due to insufficient cleaning.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water-cylinder discolored, suction cylinder discolored, switch box dented, due to a cut on angle rubber, water tightness lost, due to damage on k-wire, forceps do not rise at all, and objective lens scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii duodenovideoscope had rope pull torn or broken forceps wire shaft. Upon inspection and testing of the returned device, foreign material was found at the scope distal end due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.